Manufacturer narrative:
The handpiece was received at the MFR for service. An eval will be conducted, and a f/u report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that the handpiece would not lock the blade during a surgical procedure, which caused a 30 minute delay in the case. Another device was used to complete the procedure. There was no medical intervention required and no adverse consequences reported.